Manufacturer narrative:
Covidien reference number: (B)(4). Service report: reviewed logs - found no error codes in memory; inspected the compressor; found crack on flow filter at the threads; replaced the filter to resolve the reported issue. The ventilator then passed all performed testing and calibrations.

Event description:
It was reported that the patient was placed on an alternate ventilator due to the compressor constantly turning on for a few seconds every thirty (30) seconds while connected to the wall air supply. There is no report of patient harm associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.